Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during patient care, the light was on at the tip of the scope, but the display was blank. As an alternative, the patient was manually intubated. During troubleshooting, the batteries were swapped without success, and the light became intermittent. When the manual laryngoscopy was performed, the initial placement was inaccurate as it was misplaced in the esophagus and a supraglottic airway technique was then used successfully, but the patient expired in the field. The patient was pulseless on arrival for approximately 10 minutes.

Event description:
It was reported that during patient care, the light was on at the tip of the scope, but the display was blank. As an alternative, the patient was manually intubated. During troubleshooting, the batteries were swapped without success, and the light became intermittent. When the manual laryngoscopy was performed, the initial placement was inaccurate and a supraglottic airway technique was then used successfully, but the patient expired in the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.